Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the phacoemulsification handpiece presented with an occlusion which resulted in a corneal burn on patient's right eye during a cataract procedure. When sculpting at the start of the procedure, the surgeon put the handpiece in the eye then an occlusion occurred and the footswitch was pressed. A suture was required to close the wound. The patient is doing well. Additional information has been requested and received.

Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: the customer reported an occlusion, followed by a corneal burn. This is an (B)(6) year old patient. The surgeon reported ¿when sculpting, (at the start of the phaco) a 2.2 cumulative dissipated energy (cde) was noted, and then the procedure was stopped. The patient was not hospitalized and no medications or therapies were used at the time of the event. However, the thermal burn required 1 suture to close the wound. There was no reported patient medical history.¿ in the surgeons¿ opinion, ¿the occlusion and dense lens material contributed to this event which resulted in an iris repositioning.¿ the patients preoperative measurements have been reported as the following: the patients¿ pupil size is 7 with an uncorrected visual acuity (ucva) measurement of finger count (cf) and dense cut and best corrected va of cf. The patients postoperative measurements have been reported as the following: their uncorrected (uc va) on (B)(6) 2017 was reported as (B)(6) and their best corrected va on the (B)(6) 2017 was reported as (B)(6). The reporter has stated that this event will resolve without treatment and in regards to the long term events this has been unanswered as the patient is due to attend again in 4 weeks. Additional related information was requested but was not obtained. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on (B)(6) 2012. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on (B)(6) 2012. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).